Manufacturer narrative:
The device was not returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/10/2008 and was last repaired on 10/20/2011. Event was unable to be confirmed as the device was not returned for evaluation.

Event description:
It was reported that the zimmer electric dermatome was weak. Additional clinical follow up with the hospital indicated that the reported issue was the result of user error and the device no longer needs repaired. No further details were provided regarding how or why the user error caused or contributed to the reported event.